Event description:
It was learned from implant patient registry that a 21mm aortic valve was explanted and replaced with a 25mm valve after an implant duration of 5 months due to severe central regurgitation and severe perivalvular leak. Per medical records the patient presented with recurrent chf, and underwent redo-avr and the proximal ascending aorta (not through the annulus but just the root) was enlarged with a hemashield patch. There was a fair amount of calcium in the annulus that had not been debrided at the first operation. The team debrided all of this allowing the passage of a 25 mm valve sizer. The valve was seated easily with good clearance of both coronaries. The post-pump tee demonstrated the new aortic prosthesis with no paravalvular or central leak. The patient returned to the intensive care unit in critical but stable condition. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device.

Manufacturer narrative:
Additional narratives: regurgitation, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd), a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis and/or regurgitation. Regurgitation is most commonly related to patient factors, and is not usually an indication of a device malfunction. The device was not returned for evaluation, as due diligence attempts have been made to obtain the status of the explanted device for return. At this time, the device status has not been provided. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Manufacturer narrative:
H10: additional narratives: updated d4, h4, and h6 per new information received. The most likely cause is patient factors. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.